Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that after they had an MRI last wednesday or thursday, they were kind of leaking again. The patient said they deactivated the MRI mode after the MRI. Agent asked, patient said the therapy was turned on at the time of the call. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported that they had lost therapy benefit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.